Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power without low battery indicator. Customer's blood glucose was 230 mg/dl. The customer stated that the battery was not previously use. The customer stated that the device was not dropped or bumped. The customer stated that this is the second time of occurence off no power with low battery indicator. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return for product analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display or off no power or low battery alert was noted. The insulin pump was received with minor scratches on the display window.